Manufacturer narrative:
G.3 was inadvertently left blank on initial medwatch, the correct date for g.3 is 04/may/2021.

Event description:
Healthcare professional reported right side "seroma-late/periprosthetic fluid" and "two simple cysts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "seroma-late/periprosthetic fluid" and "two simple cysts." Device remains implanted.

Event description:
Later healthcare professional reported "nodule". Singular has been prescribed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.